Manufacturer narrative:
Available information suggests that this lead remains implanted and thus will not be returned for analysis. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that one day post implant a right atrial lead dislodgement was confirmed. Loss of capture was also seen on the atrial channel. The right atrial lead was repositioned successfully and remains implanted. No further adverse patient effects were associated with the repositioning procedure.